Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer had a high blood glucose level of 225 mg/dl in the morning. Customer attempted to correct with the pump but received a no delivery alarm. Customer was disconnected and then removed the reservoir form the pump. Customer was walked through the priming process and then they received another no delivery alarm. Troubleshooting was performed. Customer stated that the insulin did not exit the tubing. Customer was advised to return the infusion set and reservoir. Customer stated that she has been having issues with her site. No further assistance needed.